Manufacturer narrative:
The actual device was not returned or evaluated on site. The remaining stock of the facility's reprocessed arthroscopic shavers were returned for evaluation. These devices were tested, but no metal shavings were found during testing of the these devices. Without the original device, a root cause could not be determined.

Event description:
When shaver made contact with bone, the device created metal shavings. The shavings were removed from the patient, while the patient was open.